Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose of 350 mg/dl and mild diabetic ketoacidosis. The cause was unknown. Reportedly, ketone level was identified by a healthcare provider as dangerous. Customer was treated intravenous insulin. Customer left the ER 8 hours later, stable and healthy, with bg of 106 mg/dl.